Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the echelon stapler was used and returned to the nurse ready for reloading. The nurse placed the tip (cartridge side) on a pack and pushed it down on the shaft. The articulation joint seemed to break and was free moving. There were no patient consequences.